Manufacturer narrative:
A siemens fse (field service engineer ) was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined that the cause of the discordant glucose results was unknown. The fse proactively replaced the reagent probe pipette 1 (rpp1), checked and adjusted mechanical alignments and flushed nozzle 1 with water. The instrument is performing within specifications. No further evaluation of the device is needed.

Event description:
Discordant high advia 2400 glucose results were obtained on multiple patient samples. The laboratory repeated the samples on an advia 1800 system and reported the corrected results to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant glucose results.